Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and an exchange from textured to smooth. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure : unable to confirm as it is a medical event not related to the device. Observed a device, appear to be intact and has in the surface of the shell red particles. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and an exchange from textured to smooth. The device has been explanted..